Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem, initial reporter occupation, other occupation, report source, report source other. Additional information : concomitant med prod data, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Event description:
It was reported there was an over infusion event on a syringe module. Upon troubleshooting phone call with manufacturer clinical practice consultant, it was reported a neonatal intensive care unit (nicu) patient was ordered to receive 2.5mls of morphine, however received 25ml's. The customer during the call showed the setup of the syringe connected to the syringe adapter set, generally used for a pump module, however the medication was delivered through a syringe module. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported there was a possible over infusion event while using the 8110 syringe module. There was patient involvement, but the outcome is unknown.